Event description:
It was reported that a cartridge alarm occurred during the load sequence and during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level wad 502 mg/dl. Customer administered a manual injection and delivered a correction bolus via the pump to address bg.